Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. The exact cause could not be determined at present.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the subject device tested positive for unspecified bacteria (type and number of bacterial were not informed). The subject device had been reprocessed using non-olympus automated endoscope reprocessor (fujifilm endostream). There was no report of patient infection associated with the event.